Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range. Svc defib impedance has been 16382 ohms since (B)(6) 2014. (B)(4).

Event description:
It was reported that an alert was triggered due to high impedance on the hvb and superior vena cava (svc) channels. The lead was capped and replaced. No patient complications have been reported as a result of this event.